Event description:
Patient reports the dentist's evaluation found generalized gingivitis with localized periodontitis, especially around 24/25 locations. The patient has undergone periodontal treatment along with arestin (antibiotic for treating gum disease). Additionally, the upper teeth are misaligned due vert tight contacts, inadequate interproximal reduction and posterior expansion. Lastly, the patient has been experiencing tmj (temporomandibular joint).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.